Manufacturer narrative:
The product was not returned. A video was provided of the implanted lens. A single-piece lens was observed in the eye. What appeared to be a small crack or scratch was observed in the center of the optic perpendicular to the fold path. This appeared to be on the anterior surface. A photo taken from the video was also provided. The area in the center of the optic was circled in green. A determination for the cause of the observed mark cannot be made from the video/photo. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A video was provided of the implanted lens. A single-piece lens was observed in the eye. What appeared to be a small crack or scratch was observed in the center of the optic perpendicular to the fold path. This appeared to be on the anterior surface. A photo taken from the video was also provided. The area in the center of the optic was circled in green. A determination for the cause of the observed mark cannot be made from the video/photo. Damage to the anterior optic surface may be related to a plunger override as the anterior surface does not contact the cartridge lumen during advancement unless folded/loaded improperly, it is unknown if qualified associated products were used. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed scratch on the lens after implanting the lens into patient's eye. The lens was left inside the patient's eye and not removed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).